Event description:
Ous MDR - after an implantation period of about 14 months, loss of capture was reported. The pacemaker was replaced and returned to biotronik for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation and showed the battery status "ok" with a remaining capacity of 90%.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Thermal cycles with different temperature environments were performed. No deviations were noted during the analysis, in particular the pacing rate was constant as programmed. The therapy functionality proved to be within specification. Summary and conclusion the pacemaker was analyzed and no anomaly was observed. Specifically, the anti-bradycardia therapy functioned normal and as expected. No hardware deviation was noted and a fault condition regarding the lack of pacing was not reproducible. There was no indication of a material or manufacturing problem or design weakness. Despite an exhaustive analysis the root cause of the clinical event could not be determined. However, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the reported clinical event.